Event description:
On 06/27/2000, the surgeon informed the MFR's sales representative of the following: the device was removed due to a pinched off catheter and was supposed to be sent back to the MFR by the surgeon. The MFR's sales representative went to the facility's pathology dept and found the device. After examination there was no clear shear in the catheter. The MFR's sales representative has not been able to find out exactly why it was removed. No further details were provided at this time. On 07/25/2000, the MFR's sales representative informed the MFR that add'l info received indicated that extravasation was seen during an x-ray and as a result, the device was explanted. No further details were provided.